Manufacturer narrative:
Add'l info was requested but to date no responses have been received. A device history record (DHR) review has been conducted and no issues or discrepancies were found which could potentially relate to this complaint. The DHR confirms the coil met all material, assembly and performance specifications upon its release. Upon receipt of the coil, it was noted to be excessively stretched and attached to approximately 5 cm of the pusherwire. Approx 2 cm of the coil remained undamaged at the distal end. The remainder of the pusherwire was not returned. Microscopic inspection showed the form tip ball to be round and smooth. The detachment gap was also noted to be intact and showed the proximal section of the pusherwire. The pusherwire and surrounding pet were noted to be completely broken approx 5cm from the distal end. All dimensions with the exception of the stretched portion of the coil were found to be within specifications. Add'l info was requested from the user facility regarding this event. To date, no responses have been received. However, the event description states the coil was repositioned several times in an attempt to deploy the coil. It is probable that this repeated repositioning led to the coil stretching. The directions for use (dfu) for this product states "if matrix2 detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." The dfu also states "due to the delicate nature of the matrix 2 detachable coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration". It was also reported that the catheters had been steam shaped several times which is not considered to be acceptable use of a microcatheter and likely caused the issues experienced with the coil. Therefore, based on the analysis of the device and limited info, the root cause was determined to be related to the improper use of the microcatheter.

Event description:
It was reported the physician was performing a coil embolization on two aneurysms in the right and left internal carotid arteries (ica). The physician reported having experienced friction while trying to deploy the coil into the ica. The coil was advanced and retracted in the aneurysm several times and resistance was felt. The physician attempted to retract the coil slowly, but the coil stretched. The coil was successfully retrieved by retracting it inside the microcatheter and removing it from the pt. The pt is reported to be fine. Upon receipt of the coil, the pusherwire and surrounding pet were noted to be completely broken approx 5 cm from the distal end.